Event description:
Same case as MDR ID 2134265-2013-09165. It was reported that the rotational atherectomy speed became unstable. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The rotalink advancer w/tubular drive shaft and 1.25mm rotalink burr were selected to ablate the target lesion. During a percutaneous coronary intervention, it was noted that the speed of the burr was abnormal. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the coil near the handshake connection was kinked. It is probable that the coil of the catheter unit was kinked during the attempt to connect the handshake connection of the related advancer unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09165. It was reported that the rotational atherectomy speed became unstable. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The rotalink advancer w/tubular drive shaft and 1.25mm rotalink burr were selected to ablate the target lesion. During a percutaneous coronary intervention, it was noted that the speed of the burr was abnormal. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.